Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. At reception, the device leds no longer light up, and it is impossible to interrogate. The reported event is caused by several mechanical shock, most probably due to the device falling on a hard surface (as visible with the multiple cracks on the white case). Therefore, internal and electrical component are affected, leading the device to not work correctly. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6)2025, it is impossible to interrogate with a cpr4 head. Another cpr4 head was used and it worked normally.